Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump passed self-test, however, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified pump alarmed pump error 38 on 7/24/2023 3:50:21 pm in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked keypad overlay, and serial number label missing. The p-cap/reservoir does lock properly. Cosmetic damage was confirmed at battery compartment during analysis. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump for alleged cosmetic damage located at the battery compartment found. The customer reported no adverse event. The event involved product(s) pump mmt-1711kl. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1711kl and customer response was the pump mmt-1711kl was returned for analysis.